Event description:
The user stated the pre-clean bottle was leaking onto the floor and the needle had broken off. No one had slipped or was injured. No erroneous patient results were generated.

Manufacturer narrative:
The field service representative determined the customer had accidently bent the needle while replacing the cleaner bottle. He replaced the broken needle.